Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked while processing quality control (qc) samples. The operator wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined the instrument leaked from the reagent probe a collar wash. The fse replaced the reagent probe a collar wash valve to resolve the issue. (B)(4).